Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no rf telemetry on the device was observed. The device was able to interrogate using the inductive wand. The device image analyzer, located two recent errors in the device code which may have resulted in the rf issue. It was suggested to consider reloading the device code to resolve the rf issue. The physician decision was not to perform an etp download in order to restore rf. The patient will continue to be monitored. The patient condition was asymptomatic before, during and after the event.